Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 17-may-2019. The most recent information was received on 23-may-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') and device breakage ('essure remains in the right horn') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: 2018: the patient presented normal radiology results. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("intolerance to nickel and cobalt"), headache ("cephalea"), menorrhagia ("abundant menstrual bleeding"), coital bleeding ("bleeding during sexual intercourse"), malaise ("subsequent malaises") and fatigue ("tiredness"). The patient was treated with surgery (laparoscopy bilateral salpingectomy and total simple hysterectomy by laparoscopy). Essure was removed. At the time of the report, the abdominal pain, device breakage, allergy to metals, headache, menorrhagia, coital bleeding, malaise and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, coital bleeding, device breakage, fatigue, headache, malaise and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2019: essure remains in the right horn.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-may-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') and device breakage ('essure remains in the right horn') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: 2018: the patient presented normal radiology results. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("intolerance to nickel, and cobalt"), headache ("cephalea"), menorrhagia ("abundant menstrual bleeding"), coital bleeding ("bleeding during sexual intercourse"), malaise ("subsequent malaises") and fatigue ("tiredness"). The patient was treated with surgery (laparoscopy bilateral salpingectomy and total simple hysterectomy by laparoscopy). Essure was removed. At the time of the report, the abdominal pain, device breakage, allergy to metals, headache, menorrhagia, coital bleeding, malaise and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, coital bleeding, device breakage, fatigue, headache, malaise and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2019: essure remains in the right horn. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.